Manufacturer narrative:
If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported by the customer the system was having intermittent problems when processing 3d imaging which resulted in the need for an additional exposure to complete the exam. A field service engineer (fse) was dispatched and reported the computer should be replaced. Fse replaced the video card as recommended and problem continued. Attempts are being made to obtain additional information.